Event description:
The customer called and reported receiving no delivery alarms on her insulin pump while trying to prime the tubing. Her blood glucose was 133 mg/dl. Troubleshooting was performed. Disconnecting and reconnecting infusion set and reservoir did not resolve the issue as insulin did not exit tubing when pushed through with a plunger. The customer was advised to change the reservoir but she did not have one for testing. The reservoir may have been occluded. Customer was advised to change the entire set as soon as possible. It was also stated there was an air bubble in the reservoir, and assistance was provided to plunge this out. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.